Manufacturer narrative:
A ge service rep performed an on site investigation. The reported image issue could not be duplicated. Checked kv and tracking and both are within specification. Adjusted auto-histo level to 5 (customer preference setting). The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the physician was not satisfied with the image quality on the 2800 system. There was no report of patient injury.